Event description:
It was reported that during a laparoscopic sleeve procedure; at the beginning of the case while firing the device on max, the tissue pad broke in half and fell into the patient. The piece was recovered and not further complications were noted. The procedure was completed using same like device.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with tissue pad detached but with evidence that the tissue pad was present for some of the case. In addition, the tip of the bade has gouges. The device was tested with a generator and all buttons were functional. There were no anomalies or alert screens noted with the functionality of the device probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Once the tissue pad is damaged there is metal to metal contact on the blade which can cause the "relax pressure on blade" and then the "replace instrument" message on the generator.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.